Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient reports having pain, redness and swelling at the pod infusion site. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis. The patient was treated with bacitracin zinc. The patient was prescribed sulfamethoxazole tablets to be taken 2 times daily for 7 days. The patient was at the hospital for 1 hour.

Manufacturer narrative:
The device was received deployed. Inspection of the bottom housing found the bottom housing vent to be damaged. It could not be determined when or how this damage occurred. During the investigation, no damages or defects were observed that would contribute to either pain during insertion or infection at the infusion site the cause of the reported events could not be conclusively determined.